Event description:
It was alleged by an end user that a continuous positive airway pressure (CPAP) device caused a thermal event in her home. There was no reported harm or injury. The MFR has requested return of the device for evaluation. To date, no product has been returned. Upon completion of the manufacturer's investigation, a follow up report will be filed.